Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events one month and twenty-two days post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and dense adhesion of the filter. An unsuccessful removal attempt was performed one month and twenty-two days post implantation. Another unsuccessful removal attempt was performed the following day. The patient is also reporting five stent implantations, depression, difficulty walking short distances and flights of stairs, pain while bending, hospitalizations, anxiety, leg swelling, chest pain, and headaches. The following additional information received per the medical records state that the patient the patient had a totally occluded left iliac vein and believed to have a fresh clot. The patient was noted to have a history of extensive deep venous thrombosis of the left lower extremity involving the occluded left iliac vein and common femoral vein as well as part of the superficial femoral vein. During the implant procedure, the left common femoral vein was accessed. The optease filter was deployed distal to the renal veins. It was observed that the mid thigh has a partial thrombus. The proximal superficial vein and the left common femoral vein has complete thrombotic occlusion. The entire left iliav vein is completely thrombotically occluded. Information is pending and will be submitted in a follow up report when received.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava. Additional information received indicates that the patient had a history of extensive deep venous thrombosis (dvt) of the left lower extremity involving the occluded left iliac vein and common femoral vein as well as part of the superficial femoral vein. It appears that the indication for the filter placement was a totally occluded left iliac vein and which was believed to have a fresh clot. The filter was implanted via the left common femoral vein distal to the renal veins. It was observed that the mid-thigh had a partial thrombus. The proximal superficial vein and the left common femoral vein had a complete thrombotic occlusion. The entire left iliac vein was completely occluded with thrombus. Approximately one month and twenty-two days after the implantation, the patient became aware that the filter had malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedment in the wall of the ivc, blood clots, clotting and/or occlusion of the ivc and dense adhesion of the filter. An unsuccessful removal attempt was performed one month and twenty-two days post implantation. Another unsuccessful removal attempt was performed the following day. The patient also underwent the implantation of five stents and experienced depression, difficulty walking short distances and flights of stairs, pain while bending, hospitalizations, anxiety, leg swelling, chest pain, and headaches. Approximately three years after the implantation, the patient¿s filter malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, migration, perforation of the filter struts through the lvc wall, blood clots, deep vein thrombosis, occlusion and numerous surgical procedures. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The patient is also reported to have had a perforation of the ivc; though this could not be confirmed without procedural films for review. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately one month and twenty-two days after implantation. Retrieval of the optease vena cava filter is indicated up to twenty-three days post-implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Ivc occlusion could not be confirmed without films for review. Thrombus and/or clotting events do not represent a device malfunction and could not be confirmed without films for review. Swelling of the legs and difficulty walking events do not represent a device malfunction. Due to the nature of the complaint, the reported pain, chest pain and headache events experienced by the patient could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, tilt, migration, perforation of the filter struts through the inferior vena cava (lvc) wall, blood clots, deep vein thrombosis, occlusion and numerous surgical procedures approximately three years post index procedure. The information provided also indicated that as a direct and proximate result of these malfunctions, the patient suffered life- threatening injuries and damages, and required extensive medical care and treatment and as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in edema of the legs. The ivc is not indicated for use in the prevention of recurrent dvt. The timing and mechanism of the tilt, migration and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported recurrent dvt, tilt, migration, perforation and thrombus within the device could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. With the limited information provided it is not possible to ascertain a relationship between the ¿numerous procedures¿ and the device, nor can a clinical conclusion be drawn. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, migration, perforation of the filter struts through the inferior vena cava (lvc) wall, blood clots, deep vein thrombosis, occlusion and numerous surgical procedures approximately three years post index procedure. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.